Event description:
On (B)(6) 2023, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and gore® excluder® conformable aaa endoprosthesis for abdominal aortic aneurysm repair. After all stent-graft deployments, it was observed that the contralateral leg endoprosthesis partially covered the right internal iliac artery. Blood flow to the right internal iliac artery was delayed. When the distal portion of the contralateral leg endoprosthesis was pushed up with a balloon catheter, an improvement in blood flow was confirmed. In addition, a type ii endoleak from the iliolumbar artery was observed. The partial coverage and endoleak will be monitored. The patient tolerated the procedure.

Manufacturer narrative:
Code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. Code b20-device remains implanted. As the device remains implanted, no product analysis could be performed, and a definitive root cause could not be determined for the reported issue. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.